Event description:
It was reported to philips that the system had a software error. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed that the system had a software error. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the suite pc software had crashed, causing the suite pc to shut down. To resolve the issue, the fse reloaded the system software and restored the backup and calibrations of the interventional tools were also completed fully. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.